Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio control further evaluated the replaced system pcb assembly at the product analysis center (pac) and the cause of the reported issue was determined to be due to the intermittent y1 crystal on the single board computer (sbc).

Event description:
The customer contacted physio control to report that their device could not complete it's boot up cycle during the initial power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio control to report that their device could not complete it's boot up cycle during the initial power. There was no report of patient use associated with the reported event.